Event description:
The customer reported the device locks up during powering on. There is no report of pt involvement.

Manufacturer narrative:
(B)(4). The device has sent to the philips (B)(4) bench for eval and the issue was isolated to processor pca, which was replaced to resolve the issue. The device then passed all required testing and was returned to the customer site for use. Philips concluded that this was a malfunction caused by the processor pca that caused the device to lock up/hang when powering on.